Event description:
A pharmacist reported with a description, the implant remained stuck in the plunger. Additional information was received and stated, the procedure was completed on the same day using a backup lens of same model and diopter.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).